Manufacturer narrative:
An event of a valve explant after 5 years for an unspecified reason was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the valve appeared to have one leaflet which was torn at one stent post. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
About five years ago, a trifecta valve (unknown) was implanted. On (B)(6) 2019, avr bioroot was performed and the device was explanted. Upon explant a torn leaflet was observed. The device was replaced with a 23 mm magna ease, mounted inside a 28 mm tube graft. The patient is reported to be stable.